Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience xpedition, everolimus eluting coronary stent system, instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo lesion in the moderately tortuous, mildly calcified, mid marginal coronary artery. A 2.50 x 23 mm xience xpedition stent delivery system (sds) was advanced with no resistance felt to the lesion and the stent implant was successfully deployed with no issues noted. Following stent implantation, a proximal edge dissection was observed under fluoroscopy. To cover the dissection, another xience xpedition stent implant was successfully used. There was no reported clinically significant delay in the procedure. No additional information was provided.